Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. It was further reported that there was also a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed-up with site's clinical sales representative (csr) and obtained following additional information : the instrument was available for return to isi for evaluation. Patient details could not be provided due to hospital guidelines.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.